Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that medication loaded at the station was not displaying. The technical support specialist (tss) dialed into the server and resent the load message. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication insulin glargine med ID c02277 did not show as loaded in station sbyn32sd1. Unload and reload was attempted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.